Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed that the battery was unable to charge or provide power. Supplemental testing was performed and revealed that a thermal cutoff fuse was open. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. A review of the battery's internal gas gauge log revealed that the maximum temperature recorded did not surpass the thermal cutoff's temperature limit. This finding suggests that the thermal cutoff fuse was faulty. After the thermal cutoff fuse was replaced for a known good one, the battery regained functionality. As a result, the reported battery not being recognized on the controller was confirmed. The most likely root cause of the observed battery unable to charge or provide power can be attributed to a faulty thermal cutoff fuse. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the battery was not recognized by the controller. The battery was replaced. No patient complications have been reported as a result of this event.